Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out, this lead could not be removed from the device header. The lead was capped and surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.